Event description:
User alleges they had one event involving an endotracheal tube holder and the foam coming away from the holder. The endotracheal tube came out. The pt was reintubated and there was no pt comprise.